Event description:
Dexcom sensor failed app did not give critical alert my bs (blood sugar) was going up over 600. When I started feeling ill, I realized my dexcom had failed. I used my glucometer to test and found out it was hi. I tried to restart 2 dexcom sensors but they failed start up. It was saying the sensor had already been used but it was a new box and new sensors from the box. Unopened packages. I could not contact a service rep at the company & never received a follow up after I submitted online forms & requesting call back. My bs was elevated for an extended period of time which put my life in danger. Patient code: 1905. Device code: 1014, 2588. Reference report# mw5175349.